Event description:
A customer reported to (B)(4) baxter of 1unit of clearlink universal vial adapter in which when they opened the sterile package, there was foreign orange substance attached to base of adapter. This condition was noted before use, when the sterile package was opened. The size of the particulate matter is approximately 2mm. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. During visual inspection it was observed that there was particle matter over a vial adapter outside fluid path. The reported condition was confirmed; however the cause was not identified.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.